Manufacturer narrative:
One unit of mik introducer wire along with the needle was returned for evaluation. Blood particulates were noted on the product. Unit was decontaminated and inspected. The coil was unraveled from the core wire. The coil was also kinked and stretched. A manufacturing record review was completed by the supplier, and no related non-conformance's were found. Case details were reviewed. A patient underwent a procedure for which a brachial artery access was performed. The physician used an echogenic needle to deliver a wire and had resistance. While removing the wire the tip unraveled. One unit of introducer wire attached to the needle was returned. The weld dome section of the wire was caught with the needle due to the damages. The coil had unraveled and stretched from the core wire. Kinks on the core wire were also observed. Per IFU, states the following warning - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. Additional information was requested from the account. A response was received. Vessel was not damaged. It is unknown why the wire met resistance upon insertion even with ultrasound used as a means for access. Account stated that the needle seemed to have inserted more into the vessel after the wire met resistance. The wire had an acute bend which is pinched/kinked thereby not allowing it to be withdrawn smoothly. Per IFU, states the following precaution - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Access vessel anatomical factors such as calcification and tortuosity are unknown. It is likely that the wire interacted with the needle incurring damage causing it to unravel during withdrawal. The physician pulled the needle out of the body and removed all the wire out. Procedure was completed using another mik from the same lot without any issues based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: brachial artery access, physician stuck with the needle and delivered the micro wire and had resistance. While removing the wire, the wound tip unraveled. Pulled the needle out of the body and still had to remove more wound tip of wire but it all came out. The needle seemed to have been inserted more into the vessel after the wire met resistance as the wire has an acute bend at the distal tip like the needle pinched/kinked it disallowing it to be withdrawn smoothly. The patient is fine, no complications from the device.